Event description:
A report was received that the patient's ipg would randomly turn off and the patient would experience difficulty turning it back on. The database analysis results were inconclusive. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg would randomly turn off and the patient would experience difficulty turning it back on. The database analysis results were inconclusive. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited premature battery depletion. When a battery level is below the hibernation threshold, the stimulation will be off, and a reset message will appear after recovering from the hibernation by charging. The capacitor-c10 damage resulted in the rapid battery depletion.